Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a manufacturing issue; however, due to the device not being returned, we are unable to confirm the reported event.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/03/2025, a sales representative reported via (B)(4) that an ar-5400-02 vip¿ glenoid targeter handle slid even though both nuts were secured tightly. Ar-5400-04 vip¿ glenoid targeter locking nut, and a second nut from the ar-4500-s set. This occurred during a reverse shoulder arthroplasty on (B)(6) 025. Additional information was provided on 03/04/2025 where the sales representative stated the arms that didn¿t hold in place were 10,12,15,18,25. Clarification: it was reported that the targeter arms, ar-5400-10, ar-5400-12, ar-5400-15, ar-5400-18, and ar-5400-25 were sliding on the handle, despite both nuts being securely tightened.